Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that the pump failed twice. The customer indicated that their blood glucose level was unknown at the time of incident. Troubleshooting found that the customer changed the battery but the pump did not power on until 24 hours after the battery was changed. The mother indicated that the customer will call back to further troubleshoot. No further details given.